Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/13/2016, the reporter contacted animas alleging a blood glucose of 36 mmol/l with nausea, increased thirst, and tiredness associated with an allegation of inaccurate insulin delivery. This report is made based on the allegation that the patient experienced hyperglycemia associated with inaccurate insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. During testing, the pump powered on to a call service cs069 alarm. The pump was unable to clear the cs069 alarm to complete investigation of the complaint. The call service alarm was defined as a language file corruption which is related to a failed flash chip on the printed circuit board.